Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reported stated that after receiving a cs 088 alarm, all person settings were wiped from the pump. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2017 with the following findings: the pump's black box showed a call service 088 alarm on (B)(6) 2017 at 17:15. A pump reboot event was required to clear the alarm. During the investigation, the pump was rebooted again and the personal settings remained intact. The pump was exercised for 24 hours with no alarms observed.